Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant of the right atrial (ra) lead that the lead dislodged. Low sensing was also reported. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.